Event description:
Healthcare professional reported "revision" and "wound". Later healthcare professional reported "necrosis tissue post mastectomy", "post operative wound infection" and "wound dehisced". This record is for the left side. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: necrosis, wound dehiscence, post operative wound infection.